Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed cubie drawers, not detected on the bus, can't be recovered. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that the half height (hh) cubie pockets were repeatedly failing and missing from the medication application configuration. The fse reseated the row board cable connections and reseated all cubie trays and pockets. After performing these actions, the drawer and all pockets were tested and successfully recovered. Functionality was confirmed, and the customer was able to proceed with normal operations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed cubie drawers, not detected on the bus, can't be recovered. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.